Event description:
The customer contacted physio-control to report that their device failed to deliver a defibrillation shock because pads only showed dashed lines. This issue is patient related; however there was no adverse event reported. Lt. Michelle rudolph ems supervisor and eric hackett ff/aemt indicated in their medical judgement the device use did not cause or contribute to a death or serious injury.

Manufacturer narrative:
The patient file form the event date and device log were downloaded and reviewed by physio. It was observed that the device was in advisory mode during the reported patient event. In this mode, the ECG will only be visible in the paddles lead if both the pads and therapy cable are connected as reported by the customer. It was observed in the patient file that for most of the patient event channel 1 was in lead ii which is why the dashes were seen on the display. There were also a few instances in which the leads appear to be off, indicating that the leads were removed or did not have adequate connection to the patient. While in advisory mode, the patient is automatically being evaluated for a potentially shockable rhythm. If a shockable rhythm is detected then the prompt check patient. If no pulse, push analyze is displayed. Once anlayze is pushed, the device transitions to AED mode. Per the pco file, there were three instances in which the device indicated to check patient, however the analyze button was pressed only once and then the lead off message appeared indicating a disconnection from the patient, therefore the patient did not receive a shock. The root cause is due to user error.

Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device failed to deliver a defibrillation shock because pads only showed dashed lines. This issue is patient related; however there was no adverse event reported. Lt. Michelle rudolph ems supervisor and eric hackett ff/aemt indicated in their medical judgement the device use did not cause or contribute to a death or serious injury.